Event description:
The manufacturer received information alleging an issue related to a CPAP pro device's sound abatement foam. There was no report of harm/injury . This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously marked h10 incorrectly . This MDR was not submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP pro device's sound abatement foam. There was no report of patient harm or injury . The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device were completed by the manufacturer. The manufacturer found a hair-like particle on the top enclosure, unknown dust contaminant on the rear panel and on the bottom enclosure. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 5 instances of e-53, 1 instance of e-130 and 1 instance of e-200 on the error log. The manufacturer concludes the contaminates found were inconsistent with sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. In this report, section d9, g3, h6 have been updated/corrected.